Event description:
Arjohuntleigh received a complaint where it was indicated that during the pt's lifting from the bed the resident positioned right arm under the sling. The resident fell out of sling on the floor and hitting a hip. The pt involved in the incident was a female and received a bruised hip as a consequence of the event and was sent to emergency room for eval. Ref. MFR # 3007420694-2014-2014-00050.